Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the main tube to have various deep scratches where material has been removed. Deep scratches are not aligned with the longitudinal axis of the tube, suggesting a defective cannula was not the cause of damage. Scratches may be due to collisions with other instruments or mishandling during cleaning. No other damage found.

Event description:
It was reported that the shaft was of the teneculum forceps instrument was splintering. No additional information was provided. No patient harm, adverse outcome or injury was reported.